Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had been doing great, and the health care provider (hcp) had stopped giving the patient drug increases on approximately (B)(6), and then the patient was not scheduled to return until (B)(6). Per the reporter, the patient went to the hospital approximately two weeks ago, for non-pump related reasons. It was noted the patient had an inflamed colon and the patient had procedures performed, such as magnetic resonance imaging (MRI), an upper gastrointestinal (gi), colonoscopy, endoscopy, and then ¿some kind of machine or scan for about 2 hours¿. Then it was noted that on (B)(6) 2013 the patient got out of the hospital, and since that time, the patient had ¿been in hell¿ with pain in their feet. Then it was noted that on (B)(6) 2013 the patient went to their hcp and they gave the patient a 43% increase. It was noted the patient could not take ¿just pain morphine¿, and that the patient was still in pain. Then on (B)(6) 2013, the patient was still ¿in hell¿ and the hcp prescribed a medication for breakthrough pain. Then on 2013-10-25, the hcp increased by another 25%. The reporter wondered if there was a possibility that the pump was damaged while the patient was getting the procedures in the hospital. The reporter noted the hcp stated they ¿reset it and everything should be fine¿. The reporter noted that despite the patient being on a dose that was ¿almost double¿, the patient was feeling worse. It was noted that the patient went to the emergency room (ER) on (B)(6) 2013, and they had given her ¿diluted¿ through the IV. It was noted that the patient¿s hcp knew the patient went to the ER, and they gave the patient a prescription for ¿dilated¿ pills, as the reporter noted the patient seemed to get relief when it was taken by mouth. The reporter noted the pump used to give the patient relief and that ¿something had changed since the patient was in the hospital¿. It was noted that the patient had the pump implanted because of severe peripheral neuropathy in the feet and that was where the pain was now. The reporter stated that the patient was ¿begging for a whole bottle of tylenol because she didn't want to live anymore if she had to live with the pain¿. The patient was taking neurontin and tylenol for breakthrough pain but now that was not working. The reporter noted again that it had mostly just been pain in the feet. The reporter was redirected to the patient¿s hcp. The pump system was being used to deliver dilaudid. It was further reported that the patient¿s hcp discovered that the pump flipped on (B)(6) 2013, and that it was confirmed by "some kind of test" in the office. The reporter again noted the patient had been in the hospital for six nights, ending on (B)(6) 2013, as previously reported. The patient also had upper and lower endoscopies while in the hospital. It was also reported that the catheter was "crimped", and that it may need to be replaced.